Manufacturer narrative:
Results: 3 samples were returned for evaluation. There was no evidence of stopper movement during any stage of centrifugation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5357594. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic pst tube had two tubes were stoppers popped off in centrifuge. There was no injury or medical intervention reported.